Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 4. Details of surgery: immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.